Event description:
It was reported that the patient had a right carotid stent procedure (B)(6) 2011, and a left carotid stent procedure 1 or 2 days later. On (B)(6) 2011, a revascularization for in-stent restenosis was performed to the left carotid stent and a second xact stent was placed. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effect of restenosis is listed in the xact stent system instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.